Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -11.00 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. The lens was inserted into the eye upside down. During the same procedure, the lens was removed and exchanged for a same model and diopter lens. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/32. No adverse event was reported.

Manufacturer narrative:
Device evaluation: the product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic torn. (B)(4).